Manufacturer narrative:
The pod was received with cannula deployed. Internal corrosion was noted in the pod, mainly on the bottom battery and the hook switch cup. During fluid path test, fluid was found leaking through a crack on the bottom portion of the reservoir near the fill port. This damage to reservoir was the source of internal fluid leakage that caused corrosion inside the pod and affected the insulin delivery. Pod download data showed 0x6a (106) alarm generated, indicating occlusion during runtime (threshold exceeded, not at end of bolus). Generation of the alarm deactivated the pod. No timeouts and no drive stall were observed in the data. The actual cause of the alarm generation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 22 mmol/l (396 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.